Event description:
It was reported that the pulse generator exhibited noise in both channels. The device was explanted on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.